Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: procedure-related factors relating to scar tissue formation in the knee joint due to synovial adhesions after the surgical approach for total knee arthroplasty remain a likely cause of the problems reported with low-grade infection remaining an important consideration in the differential diagnosis. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been 1 other event found for the lot referenced and 1 other event for the sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Patient presented with left knee pain and surgeon debrided knee and swapped poly. All components were well fixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with left knee pain and surgeon debrided knee and swapped poly. All components were well fixed.